Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer¿s insulin pump experienced a failed battery test alarm, battery out limit alarm and a blank display. The customer¿s blood glucose was unknown at the time of the incident. The caller did mention that the customer had a blood glucose of 480 mg/dl. The caller said that she put in a new battery and noticed that, later on, the pump had died. She said that she changed the battery two more time because the pump had alarmed failed battery test. After failed battery test alarm troubleshooting, the pump did not alarm failed battery test. They were advised to monitor the pump. During troubleshooting for the battery out limit alarm, she was asked if the pump alarmed after the battery change or during normal use and she said that the pump had gone blank. The caller said that the pump is not alarming at time of call. She was not sure if the batteries were out of pump greater than the duration allowed by the insulin pump. The caller was advised to checked the customer¿s alarm history. She said the customer has not received multiple battery out limit alarms when batteries are out of the pump for less than one minute. She was advised to monitor pump and to time all battery changes very carefully because the battery out of the pump for too long will cause the alarm to occur. The customer¿s mother said that she got a weak battery alarm before the display went blank. During blank display troubleshooting, the display returned. The caller declined troubleshooting for high blood glucose because she knows that it is because the pump turned off before the bolus occurred. She stated that the customer did treat for their high blood glucose. The insulin pump is not being returned for analysis.